Event description:
Report received of no audible tone. The customer contact reported that channel b of the pump had no audible tone during preventative maintenance testing. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.